Manufacturer narrative:
There was no additional patient information provided by the customer. The complaint investigation was performed for observed falsely elevated results which included a search for similar complaints, a review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 92470un20, through abbottlink data. Return testing was not completed as returns were not available. Trending review determined no trends for the issue for the product. Labelling was reviewed and found to adequately address the issue. Device history record review did not identify any non-conformances or deviations for lot 92470un20 and the complaint issue. The historical performance of reagent lot 92470un20 was evaluated using world wide data from abbottlink. Patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result and cal f rlu's for lot 92470un20 are inside the established control limits, therefore, no unusual reagent lot performance was identified. Based on the investigation no systemic issue or deficiency of the architect stat troponin-I reagent, lot 92470un20 was identified.

Event description:
The customer reported falsely elevated architect troponin results on one patient. The results provided were: on (B)(6) 2021 initial = 1.011ng/ml (normal range 0 ¿ 0.034ng/ml) / retest = <0.010ng/ml. There was no reported impact to patient management.